Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer was able to resolve the issue after changing the cartridge. There was no reported adverse impact to customer's blood glucose. Reportedly, customer resumed pump insulin therapy.